Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, upon interrogation of the pulse generator would start however could not complete. The physician used different programmers, along with placing the wand in different positions with the same results. The device was explanted and replaced successfully. The patient had not experienced any symptoms.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in the loss of telemetry near elective replacement indicator (eri). Analysis of the battery revealed the device has reached normal end of life.